Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a wound infection: on (B)(6) 2016 patient suffered from a fall. On (B)(6) 2016, pre-operative x-rays were taken (anterior posterior view and lateral view). Surgery was performed and a titanium plate was implanted. Surgery occurred on an unknown date. On (B)(6) 2017, post-operative x-rays were taken (anterior posterior view and lateral view). On (B)(6) 2017, the patient was discharged from hospital and it is noted that surgery was uneventful. The initial recovery went well. She dutifully attended all physiotherapy and maintained a healthy lifestyle. She was given medical leave of 3 months. It was reported that she lost 6kgs in weight during that time. In (B)(6) 2017, the patient reported that her leg was becoming weak and the pain was increasing. On (B)(6) 2017, the patient was readmitted to hospital. A second surgery occurred and to aid with further recovery, he also added bone grafts. The event of the broken plate is captured under (B)(4).

Manufacturer narrative:
(B)(6). 510k: this report is for eight (8) unknown screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported only as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a locking compression plate (lcp) and eight (8) screws in (B)(6) 2016 to repair a left femur fracture. Patient was returned to surgery on (B)(6) 2017 for revision surgery due to a broken plate. During revision, surgeon implanted a shorter plate and the same number of screws. While still hospitalized from revision surgery, patient developed an infection at the implant site, resulting in an extended hospital stay. Patient was discharged on (B)(6) 2017 and is reported to being able to slowly ambulate with the aid of a walker. Patient reports much more pain requiring medication. Patient further reports compliance with physiotherapy and is scheduled for a review on (B)(6) 2017. Revision procedure is addressed in linked complaint (B)(4). This report is for eight (8) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: no material received for investigation. The received x-rays/pictures confirm post-operative plate breakage but not infection. The device history record review shows that the device met the specifications at the time of manufacturing and distributing. No material received; without product investigations a root cause cannot be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.